Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The evaluation determined that the device failed to power on due to the power supply unit. The power supply unit was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.